Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent incisional hernia with mesh and a laparoscopic extensive lysis of adhesions. Revision surgery not scheduled, but recommended. The patient experienced recurrence and chronic pain. Medical history: von willebrand disease, (B)(6) witness.